Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons had to be pressed multiple times for them to respond. No harm requiring medical intervention was reported. Customer stated that the insulin pump had rejected new battery and rewind more than once per reservoir change and backlight stop working and alarm lost some of its loudness. The insulin pump will not be returned for analysis.